Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, on (B)(6) 2025, they experienced feeling sick, vomiting, and was pale. The patient¿s partner called an ambulance and when a fingerstick was taken the cgm reading was 13.0 mmol/l, and the blood glucose reading was 17.0 mmol/l. When ketones were measured this was 4.0 mmol/l. The patient was taken to the hospital and would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. An unknown time after treatment the cgm reading was 10.0 mmol/l, and the blood glucose reading was 14.0 mmol/l. At the time of the report, the patient was stable but was still in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The reported glucose values after treatment fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.